Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that non-physiologic noise signals were seen on the right ventricular (rv) lead. Noise was seen on the unipolar mode and bipolar mode function of the lead. The lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The physician is still determining a course of action for the lead. The lead remains in use. No patient complications have been reported as a result of this event.